Manufacturer narrative:
A company service representative examined the system. The host and front panel assembly were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "no information" (no information). Product problem(s): "unable to boot up system." (Device operational issue). A customer reported the system would not boot up. Patient impact is unknown. Additional information has been requested.